Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/07/2017 with the following findings: there was one unexplained pump reboot event observed in the black box. The battery compartment was found to be cracked and corrosion was observed inside the battery compartment. A test battery cap was used to complete a 24 hour duration test with no pump reboot events. There was no further moisture contamination found in the pump. The alleged power issue could not be duplicated.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the pump had intermittent power. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.